Event description:
Customer reported he was experiencing very high blood glucose over 200 mg/dl. Customer also reported issues with the sensor. Troubleshooting was performed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.